Manufacturer narrative:
(B)(4). Batch # 286a05. (B)(4). Additional information was requested, and the following was received: what were the indications for surgery? Diverticulitis. Did the patient receive any preoperative chemotherapy or radiation? No. What healthcare professional fired the device and what is his/her experience with the device? Surgeon, many times. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2. Did the healthcare professional receive audible & tactile feedback when firing the device?yes. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were there any issues noted with staple formation at any point throughout the care of the patient? No. Was the staple line visualized endoscopically during the initial surgical procedure? Yes. How was the leak identified? Air test. What was observed at the site of the leak? Incomplete anastomosis. What is the current status of the patient? Stable, a diverting ileostomy was performed during surgery. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the (B)(4) device arrived with the anvil not returned. Only casing half washer was present and there was no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a hartman's procedure, leak during the colon anastomosis. The donut was not complete. It was noticed on the distal end. Case completed by over sewing.